Event description:
Report received from (B)(6) indicating that a pt with a history of diabetes with a history of retinal detachment was undergoing a vitrectomy. The report indicated this was not the first vitrectomy for the pt; however, the date of the previous procedure was not provided. According to info received "during surgery, surgeon face a tear in the retina due to pt movement which leads to bleeding inside the eye. Spc was performing well but in the phase of f/ax by the end before one second of gas insertion it drop to 0. The surgeon was instructed to inflate the eye with bss and check before the gas insertion but the surgeon he refused and inject the gas directly after 30 seconds from eye collapse." The pt was reported to have lost vision. No additional info was available, though requested.

Manufacturer narrative:
Info received indicates the event was not related to the device. The device performed as expected.